Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Products manufacturer reference number: 1627487-2021-01430. It was reported that the patient experienced lead fracture of both leads at t12. As a result, on (B)(6) 2021, the leads were explanted and replaced. The patient has effective therapy post operatively.